Manufacturer narrative:
Product analysis received and examined the returned stellant CT syringe assembly, lot number 8511909. Visual examination confirmed the presence of a plastic sheet fragment in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 10 mm in length by 2 mm in width. The composition of the material indicated that the particulate could potentially fragment while under pressures typically generated during an injection. Therefore, due to possible fragmentation, the potential of injection into the patient exists. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use." This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to (B)(4) for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the barrel of the syringe. The customer elected not to use the syringe. No injury or adverse event was reported.